Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. Review of the batch record was not possible as the lot number is unknown. The cause of the damaged seal and subsequent leak remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the atrial fibrillation procedure with pulsed field ablation, mild st elevation was noted when the catheter entered the heart resulting in a cardioversion. Hypertension also occurred and was treated. The st elevation was resolved. There were no adverse consequences to the patient. The physician alleges that air in the sheath was the cause of the issue.